Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and displacement accuracy test at 0.08715 inches. No delivery alarms and motor anomalies were not noted during testing. Successfully downloaded history files, traces, and utilized carelink software using thus. In further full review of the pump history on the event date of 15-nov-2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 47.75 the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No delivery alarm was not found in the history files or traces on event date. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, in summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Battery lasts less than expected not confirmed. Drive/motor anomaly and no delivery were not confirmed. Customer alleged loss of connection with transmitter was not confirmed. Cosmetic damage was not confirmed at the retainer ring, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and displacement accuracy test at 0.08715 inches. No delivery alarms and motor anomalies were not noted during testing. Successfully downloaded history files, traces, and utilized carelink software using thus. In further full review of the pump history on the event date of 15-nov-2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 47.75 the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No delivery alarm was not found in the history files or traces on event date. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, in summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Battery lasts less than expected not confirmed. Drive/motor anomaly and no delivery were not confirmed. Customer alleged loss of connection with transmitter was not confirmed. Cosmetic damage was not confirmed at the retainer ring, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reported that the insulin pump battery life was down to 4 to 5 days, on one occasion the customer feels the pump did not deliver the correct dosage of insulin, and the pump will sometimes lose signal with the transmitter, has given a couple o random no delivery alarms, sometimes the center button has to be pushed harder and a couple of times to work, the pump rewinds louder than before and one reservoir was loose while in the pump and the display brightness is fading and is dimmer. Troubleshooting was not performed. No harm requiring medical intervention was reported and no information on whether the customer continued using the insulin pump or not and the pump will not be returned for analysis.